Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B) (4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, a piece of the silicon jaw boot on the vasoview hemopro tissue welder detached and fell inside the pt's leg. They could not retrieve the piece. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.